Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed due to a faulty cable. During evaluation, it was observed, kinks and knots were noted on the cable. A review of the DHR found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the cable was faulty. It was noted that it is likely that the video function did not work properly due to the cable failure, and the phenomenon [image does not appear] occurred. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during preparation for use, the camera head had no picture. There was no harm or user injury reported due to the event.